Event description:
It was reported that a patient presented in the hospital for generator change due to normal eri. A dft test at max output was performed and failed. An alert that stated possible output circuit damage occured. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and damaged transistors on the high voltage output circuit were observed. The root cause of the damage could not be conclusively determined.(B)(4).